Event description:
The side port assembly can very easily become disconnected from the sheath, which can lead to massive air embolism and death. Facility recently had a near death occurrence in intensive care unit due to the assembly becoming disconnected.